Event description:
The facility reports the patient was being dried off after a bath. The cna turned the patient to the left side of the stretcher and the side rail fell down. The patietn fell off the stretcher onto the floor. The patient suffered a left humerus fracture, maxillary sinus fracture, and a lumbar compression fracture.